Manufacturer narrative:
On (B)(4) 2011, a bci field service engineer (fse) replaced the no foam bottle on (B)(4) 2011, the customer requested service as the no foam lid was stuck. Fse removed the cap and added the no foam solution to the bottle.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an operator got sprayed in the eye with no foam reagent as she tried to loosen the cap. The operator did not have eye protection; however, she was wearing lab coat and gloves. The operator reported to the ER and had her eyes flushed with water and resumed work the following day.